Event description:
The account reported the bed exit would not set. The bed was located in storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the scale had not been zeroed user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. Based on this information, no further action is required.